Event description:
The complaint was reported by a customer from USA. Delivery issue.

Event description:
This complaint was reported by a customer from the us. The customer reported interruption of therapy due to an alarm. The customer stated that no human harm occurred, and no medical intervention was required as a result of this event. The customer did not specify the drug that was infused during this event. Eitan medical has conducted multiple attempts to determine the drug name/type; however, this information was not provided by the customer.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the pump was found to be damaged. The alarm described by the customer functioned as designed, protecting the user from using a damaged pump. Conclusion: the root cause was determined to be misuse.